Event description:
It was reported that the patient noticed an increase in fatigue and a slight decrease in her exercise capacity. It was also reported that the left ventricular (lv) had high impedance and high capture thresholds resulting from a fracture. The lv lead was explanted and was replaced. No patient complications have been reported as the result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 0125 competitor implantable tachy lead (B)(6) 1997, (B)(4) implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) the full lead was returned in segments and analyzed. The primary analysis finding noted the distal conductor was fractured (in-vivo) flexed. The outer insulation had cosmetic (in-vivo) environmental stress cracking (esc). The distal conductor was not obstructed with blood. The lead outer insulation had cosmetic (in-vivo) metal ion oxidation (mio). The outer insulation had cosmetic (in-vivo) depression. The outer insulation had cosmetic (in-vivo) white substance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.